Event description:
Customer's father reported, customer was hospitalized for high blood glucose. Customer stated, the insulin pump received an alarm after battery change and programming reverted to factory settings and basal rated to zero out. No further details provided at time of call.

Manufacturer narrative:
Alarmed after battery change due to open cell on interface board. Unable to prime due to faulty force sensor. Unable to perform occlusion test due to prime anomaly.